Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: visual analysis of the returned sample revealed no anomalies on the carto vizigo sheath device but the vessel dilator was not included, thus, it could not be examined, additionally, the hemostatic valve could not be found during the visual inspection. The functional test was performed, in accordance with bwi procedures. A vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. Device history record evaluation was performed for the finished device number 50000027 and no internal action was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified the following: no anomalies on the carto vizigo sheath device; however, the vessel dilator was not included and therefore could not be examined. Additionally, the hemostatic valve could not be found during the inspection. The missing hemostatic valve was identified on 11-jan-2022. It was initially reported by the customer that the pentaray catheter met resistance with the sheath towards the distal end of the sheath. The sheath was replaced with a competitor's sheath and the case continued. The resistance with sheath is not MDR-reportable. However, the hemostatic valve separation (missing hemostatic valve) is MDR-reportable.